Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter aortic valve replacement procedure. Reportedly, the foot was caught during withdrawal. The patient needed a cut down to get the prostyle device out. Hemostasis was achieved surgically. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.